Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No patient involvement. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device history review for part# 03.632.036, lot# 6602187 with manufacturer date of 29september2011 by supplier (B)(4), showed no ncrs were generated during production. There were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Event description:
The service and repair department documented that the tip of the holding sleeve was broken. The issue was identified during inspection activities of the evaluation set. There were no issues reported by the customer. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the returned matrix holding sleeve (03.632.036) was examined and the complaint condition was able to be confirmed as the threaded tip as found to be broken and missing a segment (approximately 6mm x 3mm x 2mm). No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. Relevant drawings for the returned matrix holding sleeve ¿ long (03.632.036) were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A design change was implemented in april 2011 to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instruments were manufactured after the implementation of these changes. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.